Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 0.5mg/ml dilaudid at 0.2mg/day via an implantable infusion pump for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported that the pump was empty. The empty pump alarm occurred on (B)(6) 2018. It was reported that the patient missed their refill, and had no symptoms. The patient was on psych meds as well as pump meds. It was reported that missing the refill and letting the pump go empty was not intentional. No further complications were anticipated/reported.